Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the syringe size was not accurately identified by the pump and the infusion then administered faster than intended. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Details of the reported event were not provided and therefore a determination on whether or not an overinfusion took place could not be determined. Functional testing on the suspect device was performed; the device failed testing and disassembly of the device found the barrel sizer to be separated from the linear sensor, which would cause the device to not identify syringes accurately. The cause of the separation was not identified. The root cause of the reported overinfusion was not identified.

Event description:
The customer reported that the syringe size was not accurately identified by the pump and as a result the infusion was administered faster than intended. There was no patient harm.